Event description:
The device displayed a service indicator when it was powered on during incoming inspection. The report did not involve a patient use.

Manufacturer narrative:
The local physio-control service representative verified the illuminated service light and that fault code 600c, related to ECG preamp function, was logged into the device's error log. The fault code was cleared but later returned when the device was powered up. The service representative replaced the device's system and memory pcbs assembly and then observed proper operation through full performance and functional testing. Physio-control later evaluated the returned assembly in a test mockup and observed the same fault code logged into the system board's error log and, further, no ECG trace through leads or paddles. Further troubleshooting lead the evaluation to digital control lines from asic u136 on the system pcd; however, the root cause component could not be determined. The observed failure of the test mockup to display ECG through leads or paddles during the later evaluation of the returned assemblies indicates that a patient's ECG would not be obtainable through any means and the need for therapy could not be determined if the observed...